Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). Femoral access was difficult, requiring vascular team assistance. During the procedure, the valve was able to be deployed. A leak was noted on the left-coronary cusp (lcc). Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. Trace pvl was noted. The patient's status was unknown.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). Femoral access was difficult, requiring vascular team assistance. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, there was difficulty noted during the insertion of the ds and the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 2mm on the left-coronary cusp (lcc). Trace leak was noted on the left-coronary cusp (lcc). Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Trace pvl was noted. The patient was discharged.

Manufacturer narrative:
An event of paravalvular leak (pvl) was reported. Information from the field indicated that during the procedure, there was difficulty noted during the insertion of the ds and the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 2mm on the left-coronary cusp (lcc). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of pvl could be due to procedural circumstances (implant difficulties due to calcification), however this cannot be determined. The reported patient effect of aortic valve insufficiency/ regurgitation cannot be determined. The reported unexpected medical intervention was result of case specific circumstances, as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.